Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, kidney disease, reduced cardiopulmonary reserve. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that the patient alleging respiratory tract irritation, kidney disease, reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected.